Event description:
During the cataract procedure, upon insertion of anterior chamber lens, in the left eye by doctor, the superior haptic of the lens broke off and was unable to be removed by the doctor. Doctor notified the patient of the situation. Notified second doctor - patient scheduled for vitrectomy in p.m.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.